Event description:
The customer reported that her insulin pump was shooting out insulin during basal and bolus and her blood glucose dropped. The caller stated that her diabetes nurse put her on a dual/square bolus to help with her low blood glucose, but it still was low. The customer believes that the insulin pump was over delivering insulin. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and it seems that the basal rate may not be accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the device was exposed to a high magnetic field, but she does not recall if she was wearing the insulin pump while having a mammogram. The displacement test was performed and the test failed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with several boluses and monitored. The unit calculated the additional bolus delivery and it was verified in the daily totals screen. The device then was programmed with multiple basal rates and monitored. All the basals were delivered completely their indicated amounts and were properly recorded in the daily total screen. After testing it was concluded that the device operated within specifications.